Event description:
Caller alleged that the multi-drug multi-line screen test device sponge dislodged from the collector handle while collecting oral fluid specimens. This device is for forensic use only. Info reported as follows: date: (B)(6) 2013, quantity: 25. There were no reported adverse pt sequela. There were no additional info provided.

Manufacturer narrative:
Investigation: the devices were not returned for investigation. Eval of the retain samples. Eval of the retains did not replicate the dislodged sponge issue. Field action was performed on (B)(4) 2013. This complaint was received after the recall and the lot reported was within the scope of the recall lots. CAPA ab-13004 has been opened for this issue.